Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 544 mg/dl and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support and air bubbles were found in the cartridge tubing. Customer loaded another cartridge onto the pump and insulin delivery was resumed.